Event description:
On (B)(6) 2013, the patient underwent coiling embolization treatment. During the procedure, it was reported that the coil could not be detached with the instant detacher. The coil also could not be detached with the manual method (an alternative detachment method presented in the instructions for use). The coil was removed from the patient and the procedure was completed with other coils without issues. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The coil was returned for evaluation with the implant coil still attached. The pusher assembly was broken into two segments, but not retained by the release wire. The evaluation could not determine the cause of the event.(B)(4).